Event description:
Healthcare professional reported "mass and lesion identified in left breast", "inward bulge of implant shell and possible defects in implant capsule", "benign fibroadipose tissue with dense stromal fibrosis and mild lymphocytic inflammation suggestive of an implant capsule". The event "abdominal ultrasound showed only liver cysts" is not related to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g4. Device evaluation: visual analysis of the photographs identified white biological tissue and brown particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Treatment: capsulectomy, capsulorrhaphy, implant exchange.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, rupture.

Event description:
Healthcare professional reported "some pain" "MRI suggesting silicone granuloma" "extracapsular rupture" against a left side device. Device remains implanted.